Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not performing the cartridge air removal step properly. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer to complete all necessary steps to remove air from the cartridge prior to filling cartridge with insulin. Customer continued to use the existing cartridge.